Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the ¿motor died out¿ on the motor device. There were no delays to the planned surgical procedure as a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment revealed that the motor doesn't rotate. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to excessive force during use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.